Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, parity 2 (ravida-2,para-2,living-1,term-2), multi gravida, cesarean section, loop electrosurgical excision procedure, cervical dysplasia, endometriosis, pelvic pain, menorrhagia, uterine fibroids and adenomyosis. Previously administered products included: mirena. On (B)(6) 2022, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): under fluro 10cc of contrast infused and there was no evidence of spill from either tube. Hsg documented tubal occlusion. Patient tolerated procedure without issues. [Ultrasound scan vagina] on (B)(6) 2022: anteverted uterus measuring 10.22 x 4.52 x 6.14 cm with endometrial stripe measuring 3 mm irregular consistent with previous ablation. Uterus is diffusely enlarged with some hyperechoic striations consistent with adenomyosis. The right ovary measuring 1.92 x 1.65 x 1.97 cm left ovary measuring 2.68 x 2.30 x 2.35 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, parity 2 (ravida-2,para-2,living-1,term-2), multi gravida, cesarean section, loop electrosurgical excision procedure, cervical dysplasia, endometriosis, pelvic pain, menorrhagia, uterine fibroids and adenomyosis. Previously administered products included: mirena. On (B)(6) 2022,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): under fluro 10cc of contrast infused and there was no evidence of spill from either tube. Hsg documented tubal occlusion. Patient tolerated procedure without issues [ultrasound scan vagina] on (B)(6) 2022: anteverted uterus measuring 10.22 x 4.52 x 6.14 cm with endometrial stripe measuring 3 mm irregular consistent with previous ablation. Uterus is diffusely enlarged with some hyperechoic striations consistent with adenomyosis. The right ovary measuring 1.92 x 1.65 x 1.97 cm left ovary measuring 2.68 x 2.30 x 2.35 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.